Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was broken and reservoir was stuck inside the pump. The customer stated that insulin pump pass self test and failed displacement test. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched display window cover and scratched case. (B)(4).